Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Device evaluated with defect found. Most likely root cause is black chemistry due to poor technique.

Event description:
Customer complaint of e-3 error. Customer states she feels well. Customer confirmed that she is storing the strips in the dining room. Verified that the customer did not remove the strips from the original vial and store them in another container. Customer confirmed proper testing technique and that the sample has not been applied to the strips first and then inserted into the meter. I verify that the error should only appears after inserting the strips into the meter immediately after the blood drop symbol appears. Customer states error message occur after the strips are inserted into the meter and she attempts to run the blood test. I was unable to verify complaint. Retested with proper testing technique and customer was able to get a blood results, 93mg/dl. Text strips expire 09/17/2016.